Manufacturer narrative:
The suspect product is the comfort curve test strips.

Event description:
Customer reportedly received results of 200 mg/dl on his meter and 109 mg/dl on a lab result within 10 minutes. The result of 200 mg/dl was on the advantage system (meter serial number unknown, strip lot number and expiration date unknown). The location of the discrepant results occurred at the physician's lab. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.